Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle, plastic distal end cover, and forceps channel had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found foreign objects in the nozzle, plastic distal end cover, and forceps channel. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and it is unknown if there are deviations from instructions for use (IFU) as the customer did not provide a response regarding whether they aspirated water, brushed, or wiped the nozzle, distal cover, and forceps channel. Additionally, the customer mentioned, a delay in the start of pre-cleaning. Based on the results of the investigation, the cause of the foreign material possibly remained in the device was due to the physical damage on the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.